Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, due to customer not updating due to day light savings. Customer reported a blood glucose (bg) level of below 54 mg/dl. Customer consumed carbohydrates to address their bg level.